Event description:
It was reported by the customer that the product was much harder to retract compared to other brands. It was also reported that it seems like some portion of vaccine is not injected into child's muscle as there is always some amount of liquid that seems to spill out when retracting the needle which does not happen with other brands. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This is 1 of 2 mdrs for this customer. Two reorder numbers were impacted.